Event description:
The customer reported the device will not pass opcheck, more specifically the device freezes when the shock button is pushed and the device does not discharge with the charging tone active. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.